Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to a cholestaetoma. Reimplantation is planned but had not taken place at the time of this report, (B)(4) 2014.

Manufacturer narrative:
This report is filed march 12, 2014.

Manufacturer narrative:
(B)(4).